Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an implantable neurostimulator (ins). It was reported the ins was switched off between (B)(6) 2016 and (B)(6) 2017. The patient with mcs therapy reported back pain around (B)(6) 2017. It was clarified that the patient did not have a patient programmer and did not purposefully switch the ins off; the ins switched off unexpectedly. The actions/interventions taken to resolve the issue included switching the ins on. It was unknown if the patient was exposed to emi and it was also unknown if any error codes were observed. It was not determined if there were any contributing factors to the ins switching off. Review of the data from (B)(6) 2017 to the end of october showed no anomalies and that the device was working properly. There was no data between (B)(6) 2016 and (B)(6) 2017 available; no more information was available prior (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that switching the implantable neurostimulator (ins) back on resolved the issue.